Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample/reagent and did not generate an error message. No death or serious injury was associated with this incident.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet with serum and found defecitve 2-pole lld cables in the reported problem area of the pipetter assembly. The fse cleaned all tip eject sleeves and tip clamps, and replaced the pole cables. The instrument was inspected, tested without further problem, and returned to service.